Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since a leak was observed during device preparation. It was reported that during clip delivery system preparation, the delivery catheter handle was leaking. The source of the leaking could not be identified. The device was not inserted into the steerable guide catheter and there was no patient involvement. There was no additional information provided regarding this device issue.

Event description:
Subsequent to the initial medwatch report, the additional information was received: the leak was noted during device preparation, just after de-airing the delivery catheter (dc) handle and as the functional inspection was finished and the clip functional inspection had started.

Manufacturer narrative:
(B)(4). Evaluation summary: results of the returned device analysis confirmed the reported delivery catheter (dc) handle leak. A review of the lot history record revealed no manufacturing nonconformities reported to this lot that would have contributed to this reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported dc handle leak appears to be related to the observed ruptured dc shaft at the y-junction area. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.